Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2021; 459888 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six weeks post device replacement procedure, the patient experienced a pocket infection. The entire cardiac resynchronization therapy defibrillator (crt-d) system was explanted, and temporary pacing was used while antibiotic treatment was started. The system was later replaced. No further patient complications have been reported as a result of this event.